Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 1500 mg/dl. The customer stated that the insulin pump was not connected and that he had the flu, leading up to the high blood glucose event. He stated that the insulin pump had alarmed no delivery during priming, but he advised that this event did not cause the hospitalization. He declined troubleshooting for the no delivery alarm. He stated that he could not breathe leading up to the hospitalization. He later stated that he was unsure whether he was wearing the insulin pump at the time of hospitalization. He declined troubleshooting for high blood glucose, as this was a past event. Nothing further reported.